Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2013) is considered to be a best estimate. This emdr represents the perfix plug (device 2). An additional emdr was submitted to represent the perfix plug (device 4) and additional supplemental emdr's were submitted to represent the perfix plug (device 1), perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1 & #2). Per op notes, "a perfix plug (device #1 & #2) was placed and sutured." (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #3 & #4). Per op notes, "the mesh from previous repair was palpated. A perfix plug (device #3 & #4) was placed and sutured." (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the explant of perfix plug (device #1, #2, #3 & #4). Per op notes, "the prior mesh (device #1, #2, #3 & #4) was excised, and primary suture repair was done."